Manufacturer narrative:
This report is submitted on march 1, 2019. (B)(4).

Event description:
Per the surgeon, the patient experienced pain at the implant site and subsequently the implant magnet was explanted on (B)(6) 2017.